Event description:
The manufacturer received information alleging headache related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted where the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged to headache. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's product investigation laboratory on 06/13/2023 for further evaluation. The device was evaluated on 08/08/2023. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed in the base unit. As per external findings of the base unit observed unknown dust/dirt contamination on surface of the base unit, build up of unknown white dust contamination in place of filter. As per the internal findings, white dust contamination throughout device. Unknown dust/dirt and fiber contamination found in bottom enclosure. A keratin-like substance was observed around the blower box outlet. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.